Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that intra-operatively posterior fixation at l2-s2 was performed in initial surgery patient suffered from pain. Due to which additional surgery decompression for vertebral canal stenosis. While removal of translace was set during initial surgery to remove gray set screw tightened with the rod by combined. The tip of the ball ended obturator t25 handle was stripped. And the tip of the obturator t25 was broken. Finally set screw was loosened. The tip of the obturator t25 was twisted. The device came in contact with the patient. No fragment of broken instruments were remained in patient.

Manufacturer narrative:
Product analysis result: visual optical hardness dimensional visual hardness microscopic visually confirmed 4mm of the instrument tip has been broken off. Fracture surface analysis reveals a fairly flat ductile fracture with circular material flow, consistent with torsional overload. Material hardness confirms conformance to print specifications. The above findings are consistent with torsional overload. If information is provided in the future, a supplemental report will be issued.